Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, g4, h4, h6. MDR section codes updated/corrected: a. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The revision reported may have been due to glenoid loosening, disassembly, prosthesis wear, infection, and/or rotator cuff failure. However, the reported glenoid loosening, disassembly, prosthesis wear, infection, and rotator cuff failure could not be confirmed. Additionally, potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitants: stem hum shrt equinoxe preserve 13 mm -exactech. Plate replicator 1.5 mm offset- exactech. Screw kit equinoxe torque sq. Head humeral 47 mm shldr equinoxe short. Cmnt bone smpx p radopq fd sterile - stryker. H3-the revision reported may have been due to glenoid loosening, disassembly, prosthesis wear, and/or infection. However, the reported glenoid loosening, disassembly, prosthesis wear, and infection could not be confirmed. Additionally, potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 74 yo female patient, who had an initial left total shoulder replacement and left shoulder biceps tenodesis in (B)(6) 2019, underwent a revision procedure in (B)(6) 2024, approximately 4 years 9 months post the initial procedure. The patient presented in (B)(6) 2024 reporting she had started to develop pain over the past year which had worsened in the past month. Xr of the left shoulder demonstrated superior migration of the humeral head with possible loosening of the glenoid implant. CT scan showed loosening of the glenoid and rotator cuff dysfunction. Labs done of the aspirations of the joint showed elevated wbcs at around 7k, albeit without any elevation of the percentage of polys. The cx did grow c acnes. C acnes is a well-known cause of shoulder pji and can present, among other ways, with hardware failure in the absence of any frank signs/symptoms of infection. However, it is also well-known to be recovered as a contaminant from orthopedic joint aspiration cxs. Therefore, even though the culture grew c acnes, it is difficult to be confident that there is an actual infection present - given the equivocal findings on the cell count. But since the patient was going to require a conversion to a rts regardless of whether or not an infection was present, it was agreed to proceed as if an infection was present. The patient underwent an explant total shoulder arthroplasty (glenoid and humerus), antibiotic spacer placement, and incisional wound vac for the failed total shoulder arthroplasty. Intraoperatively it was noted that ¿there was thick pannus of reactive tissue within and surrounding the glenoid. The glenoid component was grossly loose and actually floating within the joint. This was removed. 1 additional metal peg was identified and removed. The central cage was well-fixed and was removed with a combination of midas rex. There was massive cavitary defect contained to a depth of 2.5 cm. Given the massive amount of glenoid bone loss and questionable infection, decision was made to move forward with an antibiotic spacer..." The patient tolerated surgery well without complications. Orthopedically uneventful hospital course. Patient was seen by ID prior to surgery: recommended IV ceftriaxone 2g qd postop. A PICC was placed on 8/7. This 1 of 3 reports for this case - see MDR#1038671-2024-02991.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 - code added. The following sections were corrected: g3 - an erroneous date was entered into g3 on the initial medwatch. The correct date is 10-jun-2025. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: e. The revision reported may have been due to glenoid loosening, disassembly, prosthesis wear, infection, and/or rotator cuff failure. However, the reported glenoid loosening, disassembly, prosthesis wear, infection, and rotator cuff failure could not be confirmed. Additionally, potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.